Event description:
The customer reported receiving a no delivery alarm from the insulin pump during an attempted bolus delivery of insulin. Customer did not recall his blood glucose value during the event but his most recent value was 159 mg/dl. Customer could not properly troubleshoot, and did not return the related infusion set/reservoir for analysis, because it was a past event. It was advised to call the helpline whenever any such issues occurred or recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.